Event description:
The manufacturer received information from a customer that a trilogy ev300 ventilator became inoperable during a preventative maintenance service. There was no serious patient harm or injury that occurred or was reported. The customer states after replacing the system board he is unable to install the software. The event log verification failed. The remote field service engineer instructed the customer to download the latest service tool from incenter. The customer plans to place the unit in ship mode then reinstall the original system board. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation however, the customer states they are taking responsibility to correct/repair the device. A final report is being submitted. If new information becomes available a supplemental report will be completed.